Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit the left pacing lead exhibited high thresholds in both programs. Diagnostic testing revealed normal impedance values. Reportedly, reprogramming of a single lv configuration resolved the issue. There were no reported patient symptoms.